Manufacturer narrative:
(B)(4).

Event description:
It was reported by a healthcare professional that an alarm was heard. Patient had an MRI on (B)(6) 2011, but the pump was not interrogated until (B)(6) 2011 refill. Telemetry confirmed a critical alarm was occurring. Alarm was due to motor stall and tube set. Fentanyl and bupivicaine were used in the pump. The motor stall recovered after an unknown time period. There was no patient injury or symptoms associated with the event. Additional information will be reported if it becomes available.